Event description:
It was reported that the user accidentally applied body weight onto the ilet pump, resulting in a cracked touchscreen; the pump powered on but the screen damage prevented unlocking or accessing features, and the user reverted to backup therapy and later set up a replacement with mobile app reconnection. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related fracture affecting the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.